Event description:
It was reported that the caller changed pain management healthcare professionals (hcp) at the beginning of 2013 and the new hcp changed the drug regimen and used different pain medication. The caller stated that after the change the implantable neurostimulator (ins) was not helping anymore and hcp stated that it was not needed so the ins was explanted. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).

Event description:
The patient reported on (B)(6) 2013 that they are no longer using the machine and the inserted part has been removed. The patient would like to send the rest back. It was clarified that the patient wanted to return/donate the external components from her previous device system.